Event description:
The following has been reported: "unit was alarming line detect error on power up. Found defective ribbon cable that goes from the power supply board to the main unit. Installed new ribbon cable and tested ok. " reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.